Event description:
It was reported that the patient presented in clinic with a recent vibratory alert for high impedance on the right ventricular lead. It was noted that the suspected problem is with the high voltage circuit which involves both the rv lead and the pulse generator. No intervention was performed. There were no patient consequences.